Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid dripping from the cycler onto the floor during fill 1 of their pd treatment. The patient reported receiving a pressure leak alarm during fill 1 treatment. The patient stated that they did not see any fluid in the cycler and that it was not in the pump module area of the cycler. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated that they received a pressure leak alarm during fill 1 of treatment. Upon checking around the cycler the patient stated that there was fluid on their floor and underneath the cycler. The patient stated that it appeared the cassette had been leaking. The patient stated that the cassette door was dry and did not appear to have any fluid in it but stated that there was fluid underneath the cycler. The patient stated that the bag was not leaking and confirmed that the bag did not have any issues. The cause of the leak was unknown. There were no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a visual inspection of the returned cycler exterior showed that there were visual indications of dried fluid in the cassette compartment. There was dried fluid on pump molded gasket behind door hinge. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. There were no fluid leaks found in the test cassette. The cycler underwent and passed a system air leak test, and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection of the cycler showed that there were no indications of dried fluid within the received cycler. The cause of the encountered dried fluid in the cassette compartment could not be determined. The left noise reduction grommet was loose and found resting on the baseplate at the left side of the pump assembly. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid dripping from the cycler onto the floor during fill 1 of their pd treatment. The patient reported receiving a pressure leak alarm during fill 1 treatment. The patient stated that they did not see any fluid in the cycler and that it was not in the pump module area of the cycler. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated that they received a pressure leak alarm during fill 1 of treatment. Upon checking around the cycler the patient stated that there was fluid on their floor and underneath the cycler. The patient stated that it appeared the cassette had been leaking. The patient stated that the cassette door was dry and did not appear to have any fluid in it but stated that there was fluid underneath the cycler. The patient stated that the bag was not leaking and confirmed that the bag did not have any issues. The cause of the leak was unknown. There were no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.